Event description:
It was reported that the patients was experiencing pain at the ipg site due to migration. The patient underwent a revision procedure wherein the ipg was replaced and was repositioned. The patient was doing well postoperatively. The explanted ipg was not returned it was kept by the medical facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.